Event description:
Pt received a sulzer orthopedics, inc inter-op acetabular shell implant. The device was explanted. Preoperative diagnosis: failure of right hip replacement due to failure of acetabular ingrowth. Postoperative diagnosis: failure of right hip replacement due to failure of acetabular ingrowth. Procedure: revision of right replacement.